Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was performed for the sensing issue.

Manufacturer narrative:
Concomitant medical products: 310c29 tissue valve, implanted: (B)(6) 2009; 694458 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The lead remains in use. No patient complications have been reported as a result of this event.